Event description:
During an internal review on (B)(6) for nc (B)(4) it was discovered that plate (B)(4) had a sample well that did not pipette. Well ID is h8. Upon discoverey contacted the customer to determine status of plate (B)(4) from 8/9/2013. Customer checked the (B)(4) and confirmed that well h8 was sample ID (B)(4) and that the well result was no reactive for this well. Requested that customer please have the donation place on hold until further notification. Requested that customer please contact cts with the status of the blood products requested to be placed on hold. Requested that rd perform a second review of the run history file to ensure that the affected well that was not pipetted was well h8. Second level support has confirmed that per the files well h8 on plate (B)(4) is the well that did not pipette and also had no error in the error report. (Sample ID is (B)(4)). This matches the initial review. Cts contacted customer after pqr to inform customer to discard all products associated with the sample ID provided. Cts contacted customer to discuss the issue and provided the following information to lab supervisor at the site. There was discussion about the failure modes with the customer and indicated that going forward until the software fix, ortho's recommendation is the customer discard any plates with a "no tip error" and to repeat the samples. Also indicated to customer that would be working on identifying any other potentially affected samples. Informed customer that letter would be sent in the next 2 days addressing the issue, recommendation and software fix. Customer will call back if there are further questions. Customer called back to report the status of the blood products. Customer indicated that the plasma product was labeled but not shipped. Plasma product has been quarantined. No platelets were produced for the product. The red cell product was shipped to a hospital but was not transfused and are being quarantined and is being returned to midwest. Cts indicated to customer that we will call back with additional information this afternoon pending out internal quality meeting. Also indicated to customer to call back with any additional questions that may arise.

Manufacturer narrative:
On august 21, 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s (B)(4) on 27 august 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).